Event description:
It was reported that during the implant procedure, the lead had non-capture and dislodgement difficulties. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that there was blood/body fluid in the distal conductor (not obstructed).